Manufacturer narrative:
On 4-apr-2024, the product investigation was completed as the device was not returned for analysis. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31141333m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter. When using the device in the patient by right route, there were no issues. However, when the medical team tried to go to left arterial route, the anatomical difficulties of the patient presented an issue. The physician observed the damage after the catheter was inserted, when he felt that the catheter was not responding as usual during the manipulation (it was an aortic femoral access, the resistance was due to the unusual anatomy of the descending aorta that required a lot of manipulation of the catheter to go through). The physician removed the probe from the patient and discovered that the device was broken. The sheath was broken, and there was an unusual angle on the catheter's shaft. There were no exposed wires or broken/lifted rings. The device was replaced with another. The procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection was performed following bwi procedures. Visual inspection was performed, and the tip was observed broken, leaving internal components exposed. During the investigation, evidence of proper manufacturing assembly was observed, once the transition was correctly assembled. A manufacturing record evaluation was performed for the finished device number lot 31141333m and no internal action related to the complaint was found during the review. The broken issue reported by the customer was confirmed. The potential cause of the damage could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. The instructions for use contain (IFU) the following warning and precaution: do not scrub or twist the distal tip electrode during cleaning. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not insert or withdraw the catheter without placing the catheter tip in neutral position. When cleaning the tip electrode, handle the soft flexible segments with care and be careful not to twist the tip electrode with respect to the catheter shaft because twisting may damage the tip electrode bond and loosen the tip electrode. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar® rmt thermocool® electrophysiology catheter. When using the device in the patient by right route, there were no issues. However, when the medical team tried to go to left arterial route, the anatomical difficulties of the patient presented an issue. The physician observed the damage after the catheter was inserted, when he felt that the catheter was not responding as usual during the manipulation (it was an aortic femoral access, the resistance was due to the unusual anatomy of the descending aorta that required a lot of manipulation of the catheter to go through). The physician removed the probe from the patient and discovered that the device was broken. The sheath was broken, and there was an unusual angle on the catheter's shaft. There were no exposed wires or broken/lifted rings. The device was replaced with another. The procedure continued. No patient consequences were reported.